Manufacturer narrative:
Evaluation summary: the distal tip had no evidence of damage. The stent was positioned on the balloon between the marker bands as per specifications. The proximal stent segments were deformed and raised.

Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to use one resolute onyx drug-eluting stent in an unknown lesion but the stent struts were reported to have lifted. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions